Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2016, and then experienced revision surgical procedure on (B)(6) 2020 approximately 4 years and 3 months after initial implant. No images were provided. There is no device information provided. There is no other information available. .

Manufacturer narrative:
H6. Investigation results - the revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided. These devices are used for treatments, not diagnosis. There is no other information available.